Event description:
Procedure type: lab gastric bypass. According to the reporter: no excessive bleeding, leakage, or intra-operative instrument related problems were observed during the surgery. However, gastrointestinal bleeding was noted in the form of hematemesis, approx five hours after the surgery. The pt was re-operated and the bleeding at the gastrojejunostomy was corrected by ligating a vessel with suture. No further complications occurred.

Manufacturer narrative:
During routine review this report was re-evaluated. At that time, the decision was made to file this 3500a report based on the info received.